Event description:
It was reported that the curette was broken during use. No patient complication was reported.

Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.